Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Pneumonia [pneumonia] case description: initial information received on 24-apr-2015: this spontaneous medical device report was received from a healthcare professional via a company distributor, concerning a (B)(6) male patient. The patient's medical history included removal of dissemination metastasis, radiofrequency ablation, transcatheter arterial chemoembolization (tace) using lipiodol (iodine addition products of the ethylesters of the fatty acids obtained from poppyseed oil) and gelpart (porous gelatin particles) loaded with epirubicin hydrochloride. Patient's concomitant disease included hypertrophic cardiomyopathy, diabetes mellitus, hypertension. The patient was taking the following concomitant drugs: epirubicin hydrochloride, flomoxef sodium, iohexol, diazepam, ondansetron famotidine, teprenone. On (B)(6) 2015 the patient underwent tace using one vial of dc bead (100-300 microm) (lot number and expiration date not reported) loaded with epirubicin hydrochloride 50mg (indication not specified). On (B)(6) 2015 the patient developed pneumonia. He was hospitalized and he received an antibiotic by intravenous drip infusion. On (B)(6) 2015 the pneumonia was resolving. No other information was provided. The physician assessed the event as not related to dc bead. Follow-up information received on 18-jun-2015: the reporter physician modified his previous assessment, he considered the event pneumonia as possibly related to dc bead. Follow-up information received on 24-jul-2015: the reporter physician modified his previous assessment, he considered the event pneumonia as not related to dc bead. However, he assessed that it cannot be ruled out that pneumonia may be caused by epirubicin. Case comment: pneumonia is considered unlisted according to dc bead current instruction for use. The physician considered the event as not related to the use of dc bead. The company considered the pneumonia experienced by the patient as not related. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow-up information received on 18-jun-2015 changed the assessment of the case (from not related to related) since the reporter assessed the event pneumonia as possibly related to dc bead. The follow-up information received on 24-jul-2015 changed the assessment of the case (from related to not related) since the reporter assessed the event pneumonia as not related to dc bead. The first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. Final assessment received on 22-dec-2015: the company considered the pneumonia experienced by the patient as not related. No device failure has been identified as a result of this adverse event. No further follow up information is expected. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed.

Manufacturer narrative:
Follow-up information received on july 24, 2015: the reporter physician modified his previous assessment, he considered the event pneumonia as not related to dc bead. However, he assessed that it cannot be ruled out that pneumonia may be caused by epirubicin. The follow-up information received on july 24, 2015 changed the assessment of the case (from related to not related) since the reporter assessed the event pneumonia as not related to dc bead. The first sales for dc bead in the (B)(4) were in 2004. Sales data from (B)(6) 2010 for dc bead is: (B)(4).

Event description:
Pneumonia [pneumonia] case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a healthcare professional via a company distributor, concerning a (B)(6) male patient. The patient's medical history included removal of dissemination metastasis, radiofrequency ablation, transcatheter arterial chemoembolization (tace) using lipiodol (iodine addition products of the ethylesters of the fatty acids obtained from poppyseed oil) and gelpart (porous gelatin particles) loaded with epirubicin hydrochloride. Patient's concomitant disease included hyperthrophic cardiomyopathy, diabetes mellitus, hypertension. The patient was taking the following concomitant drugs: epirubicin hydrochloride, flomoxef sodium, iohexol, diazepam, ondansetron famotidine, teprenone. On (B)(6) 2015 the patient underwent tace using one vial of dc bead (100-300 microm) (lot number and expiration date not reported) loaded with epirubicin hydrochloride 50mg (indication not specified). On (B)(6) 2015 the patient developed pneumonia. He was hospitalized and he received an antibiotic by intravenous drip infusion. On (B)(6) 2015 the pneumonia was resolving. No other information was provided. The physician assessed the event as not related to dc bead. Follow-up information received on (B)(6) 2015: the reporter physician modify his previous assessment, he considered the event pneumonia as possibly related to dc bead. Case comment: pneumonia is considered unlisted according to dc bead current instruction for use. The physician considered the event as related to the use of dc bead. The company considered the pneumonia experienced by the patient as related. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow-up information received changed the assessment of the case (from not related to related). Since the reporter assessed the event pneumonia as possible related to dc bead.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.